Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump screen was cracked following an apparent impact near the button, which prevented access to the pump interface; blood glucose at the time was 171 mg/dl, and the user¿s clinician advised transitioning to backup therapy until a replacement was received. Symptoms included no reported injury or clinical effects. Outcomes included temporary interruption of pump therapy with use of backup diabetes management. Investigation included complaint intake and device replacement logistics. Investigation of this device revealed physical damage to the display area consistent with external impact, resulting in a nonfunctional user interface. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.